Event description:
It was reported that a novum iq large volume pump was not charging. This occurred during an unspecified process step in the critical care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "not charging" was reproduced. The evaluation confirmed that the ac adapter connecting port did not power the pump. The device was powered on using the hub. A known good component was used to verify that the ac adapter was functioning correctly and could connect to a power wiring harness. The power wiring harness was tested with a known good user interface printed circuit board assembly (ui pcba) port, and it worked as intended. A service history review was performed and revealed that the device has no previous service events in 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was determined to be the damaged ui pcba. The ui pcba requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.